Manufacturer narrative:
Findings: customer stated that there was cracked reservoir opening. Customer stated that the damage occurred when she screwed in the new reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 54 mg/dl. Customer stated that there was cracked reservoir opening. Customer stated that the damage occurred when she screwed in the new reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that we are sending replacement pump.